Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual inspection noted that the radial reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the radial reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the radial reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a thoraco/lobectomy, for the first firing for resection of right upper lobe of lung, they connected reload to the handle. The surgeon tried to fire the device; however a crack sound was heard. Then surgeon re-clamped the tissue and tried to squeeze the handle, however the device did not react at all. They replaced the handle and cartridge, and the firing was completed with no problem. No patient adverse events were reported. Patient status is with no problem.